Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit did not trigger 25745 error but the spar toggle switch (tornado up) was not working (even pressing multiple times) during normal mode. In addition, the evaluation found significant/heavy signs of fluid intrusion on the spar toggle switch assembly and instrument clutch switch assembly.

Event description:
It was reported that during a da vinci-assisted gynecological surgical procedure, the customer found the patient clearance button on the universal surgical manipulator (usm) 4 would only function in one direction. It was noted the customer had called into technical support after the case completion. The technical service engineer (tse) reviewed the logs and identified a 25745 error on usm 4. At the time of the call, the system was powered off. The customer powered the system on and was able to adjust usm 1, 2, 3 patient clearance without issue; however, could not adjust the usm 4 in either direction. The customer informed that a couple of weeks ago, date was unknown, the usm 4 had a tremor. It was requested a field service engineer (fse) follow up. The procedure was completed with no reported injury.